Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that a patient was unable to have their cardiomems device implanted due to anatomic issues. The patient has an enlarged right atrium which prevent the physician from accessing the targeted implant site. As a result, the procedure was abandoned. It was stated that the issue was not product or procedure related.